Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, at approximately 6 minutes into the ablation phase, a fluid loss occurred and the physician decided to abort the case. Seconds after the cool down started, fluid started leaking out of the cervix. The physician stated she subsequently pulled the sheath out before the cooling phase was completed. The high pressure of the circulating fluid got onto the patient's vaginal introitus and into the anus. The burn was classified as a 1st degree. The interior of the vagina was flushed with cool saline and no burns were sustained in that region. Post procedure, the patient was hospitalized and put on morphine for her pain. Silvadene cream mixed with lidocaine was applied to the affected areas and she was prescribed antibiotics. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, at approximately 6 minutes into the ablation phase, a fluid loss occurred and the physician decided to abort the case. Seconds after the cool down started, fluid started leaking out of the cervix. The physician stated she subsequently pulled the sheath out before the cooling phase was completed. The high pressure of the circulating fluid got onto the patient's vaginal introitus and into the anus. The burn was classified as a 1st degree. The interior of the vagina was flushed with cool saline and no burns were sustained in that region. Post procedure, the patient was hospitalized and put on morphine for her pain. Silvadene cream mixed with lidocaine was applied to the affected areas and she was prescribed antibiotics. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 regarding the patient's condition. The physician reported the burns sustained in the vaginal region were completely healed and those in the rectal area were healing well. She also reported the patient has been experiencing left lower quadrant pain. Pain medication has been prescribed and utilized but has proven ineffective. Results of a CT scan reported evidence of fluid collection within the uterus most likely representing a blood clot or possible gestation. At this time, the patient's condition is still being monitored.